Event description:
It was reported that the patient was experiencing inadequate stimulation and was having pain at the ipg site due to a non device related pressure ulcer. The patient was prescribed antibiotics.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having pain at the ipg site due to a non device related pressure ulcer. The patient was prescribed antibiotics. Additional information was received that the patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.